Event description:
Ous MDR - on (B)(6), after an implantation period of about 19 months, it was reported that the patient was admitted to emergency care, due to an ongoing tachycardia with 197 beats per minute (bpm). The patient was externally chocked and resuscitated twice. The device was reprogrammed. The rate subsequently declined to 97 bpm and to 60 during the night. No more tachycardias were noted. On (B)(6) 2013, the pacemaker was electively explanted and returned for analysis. The patient expired on (B)(6) 2013, two days after explantation. The cause of death was not reported. This device was returned for analysis.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, a visual inspection was performed, revealing scratches on the pacemaker housing. These were considered to be normal and expected. No further deviations were noted. Subsequently, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The pacemaker operated as expected during the device interrogation. The ability of the device to deliver therapies was verified. Therefore, the output signal of the implant was directly measured without any prior programming. The bradycardia pacing pulses were recorded and evaluated. The pacemaker was stimulating in accordance with the programmed settings in vvi mode with a pacing amplitude of 4.5 v and a pulse width of 1 ms in unipolar lead configuration. The pacing rate was measured revealing 60 ppm as programmed. A long-term pacing test and thermal cycles with three different temperature environments were performed with a test duration of more than one month. No deviations were noted during the analysis, in particular the pacing rate was constant as programmed. The therapy functionality was proved to be within specification. During the analysis the pacemaker's memory content was investigated thoroughly. The investigation revealed that a memory corruption had occurred, which altered temporarily the pacing rate. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. The corrupted memory condition was undetected by the pacemaker until (B)(6) 2013, at 00:32h, when the pacemaker automatically repaired the corrupted memory condition. The implemented self checks were investigated and proved to work as specified. No implementation fault was noted within the embedded software. In summary, the clinical observation resulted from a memory corruption which was initially undetected and later automatically corrected by the implant on (B)(6) 2013, at 00:32h. No hardware deviation was noted and the fault condition was not reproducible. It is therefore, strongly believed, that external influences caused a memory corruption, leading to the clinical observation. There was no indication of a material or manufacturing problem or design weakness. Please note that up to date, this specific clinical observation represents an absolute singular event which was never seen before in any biotronik implant.

Manufacturer narrative:
Please note this additional information is an interim report, which will be followed-up with a complete analysis at a later date. (B)(4) 2013 - evaluation codes have been provided.

Manufacturer narrative:
Please note this additional information is an interim report, which will be followed-up with a complete analysis at a later date. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the pacemaker analysis a visual inspection was performed, revealing scratches on the pacemaker housing. These were considered to be normal and expected. No further deviations were noted. Subsequently, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The pacemaker operated as expected during the device interrogation. The ability of the device to deliver therapies was verified. Therefore, the output signal of the implant was directly measured without any prior programming. The bradycardia pacing pulses were recorded and evaluated. The pacemaker was stimulating in accordance with the programmed settings in vvi mode with a pacing amplitude of 4.5 v and a pulse width of 1 ms in unipolar lead configuration. The pacing rate was measured revealing 60 ppm as programmed. No elevated pacing rate was observed throughout the analysis up to date. Therefore, a long-term pacing test and thermal cycles with three different temperature environments were started. This investigation is still ongoing. The device was not reprogrammed prior to the long-term test. Summary of this interim analysis report: the current analysis did not exhibit an elevated pacing rate. The pacemaker was noted to stimulate upon receipt as programmed. A long-term test was initiate to reproduce the clinical observation. Until now, no anomalies were noted. As soon as further analysis results are available biotronik will provide an updated report accordingly.